Event description:
A report was received that the patient had a non-device related fall and the incision site had opened up exposing the leads. The physician decided to explant the entire system and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#: (B)(4), model description:enh st ld kit, sc-2218-50 model#:sc-1110-0,2 serial#: (B)(4), model description:precision ipg kit. Explanted devices will not be returned to bsn as it was discarded by medical facility.